Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted from 4.6vdc to 5.02vdc, and the system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not power up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.